Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported message indicating he had a blockage in system. Customer declined to upload to t connect or further troubleshooting. Customer changed supplies and resumed insulin therapy. Customer's blood glucose was 167 mg/dl.